Event description:
Pt receiving hemodialysis tx and 2 hour and 50 min into tx pt developed vomiting and abd. Cramping. Bp was elevated 200/100. Md notified and procardia was given. Bp down to 98/40 over about an hour: pt got off his tx early receiving 3.4 hour of a scheduled 4 hour tx. Pt c/o vomiting and abdominal pain: sent to local hosp for exam. It was noted by staff that pt's arterial line was kinked leading to artificial kidney but was corrected during hemodialysis tx. This was at 8:30am.pathologist from local hosp notified that pt had hemolysis. Pt admitted to hosp with acute pancreatitis pt expired on 8-2-97 at that hosp.